Event description:
On 05/17/99, the sales rep reported that the soft tip fell off during the procedure. The physician did not retrieve the tip due to poor patient flow as the artery to the lower leg was snubbed off (amputated). The device is expected to be returned, along with photos for evaluation. No further information is available at this time.